Manufacturer narrative:
The doctor did some enameloplasty to the mesial aspect of #14 and reflected a flap, doctor thought the guide was fully seated, but after drilling and placing the implant she took a cbct where she saw the implant in close proximity to the adjacent mesial tooth (#11), so removed the implant without grafting. The possible reasons, it was probably due to imperfect guide seating or drilling orientation.

Event description:
The doctor said that the implants were too close to the adjacent tooth and she had to remove the implant.